Event description:
It was reported that the rv lead exhibited an increase in capture threshold, pacing lead impedance and a capture anomaly. The lead was capped and replaced on (B)(6) 2017. The patient was stable following the procedure.

Manufacturer narrative:
New information states that the lead was actually explanted on (B)(6) 2017.

Event description:
New information recieved states the lead was explanted on (B)(6) 2017.